Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose. Customer stated that she changed her infusion set 3 times and was still receiving high blood glucose. Customer stated that last night, her blood glucose got up to 546 mg/dl. Customer removed the pump and contacted her health care professional. Customer has been on a back-up plan since yesterday. Customer's blood glucose is 160 mg/dl. Customer does not feel good and does not have an appetite. Customer treated for high blood glucose with a manual injection. Customer stated that she removed the battery from the pump and does not have any batteries to put into the pump. Customer was advised to get a battery and call back to troubleshoot. Customer stated that she will call back once she buys new batteries.